Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a thyroidectomy procedure, an error code was displayed. A new device was used to complete the procedure. There was no patient consequence.